Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced self-limiting atrial tachycardia. Additionally, the patient experienced limb ischemia with no specified interventions performed. The patient ultimately expired while on impella support, but there was no allegation against the impella related to the patient¿s death. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the outcome. The patient's peri-procedural condition was critical.